Manufacturer narrative:
Date of event - used the first date of the month of the aware date, as no event date is provided.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.50 x 16mm synergy xd drug-eluting stent was implanted. Post stent placement angiogram was performed and the stent was post dilated using a 4.0x15cm nc emerge balloon. The physician noticed that the stent was deformed. Intravascular ultrasound (ivus) was performed which clearly noted a deformed stent. A 4.0x18cm non-boston scientific stent was deployed to cover the deformed stent. No patient complications were reported and the patient's status is stable.